Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by fever and abdominal pain. The cause was not reported. The patient was hospitalized on the same day as the onset. Two days after the event onset, the patient was treated with ceftazidime (dose, route and frequency not reported) for peritonitis. Four days after the event onset, the patient was treated with ciproxin (for 14 days, dose and route not reported) for peritonitis. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information : the cause of peritonitis event was previously reported as ¿unknown¿; however, upon follow up it was reported to be due to urinary tract infection. As the cause of the event was associated with urinary tract infection; the baxter disposable devices are no longer considered suspect products in this event. The patient was treated with vancomycin injection (intraperitoneal 2 gm, frequency and duration was not reported) and ceftazidime injection (intravenous 1g for two days). Should additional relevant information become available, a supplemental report will be submitted.